Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016, on the abdomen. No additional event or patient information is available. The dexcom g5 mobile continuous glucose monitoring system states: before sensor insertion, clean the skin with alcohol wipes to prevent infections. Don't insert the sensor until the cleaned insertion site is dry, and free from any lotions or perfumes. If your insertion site is not clean and completely dry, you run the risk of infection or the sensor pod not sticking and falling off. The complaint device was not returned for evaluation. The receiver data log was provided by the patient. The data was reviewed on 06/302016. The reported event of inaccurate blood glucose values on (B)(6) 2016 cannot be confirmed. However, a root cause for the reported inaccuracies cannot be determined.